Event description:
The patient's mother posted a comment on social media stating, in reference to something unclear, "one of the deciding factors in getting the device. Never think it can't happen to anyone who has epilepsy - even well-controlled epilepsy. The fear is real." She noted that the patient never has nighttime seizures but had one recently. She noted that the patient has had seizures for 15 years but his condition tends to change over time. No other relevant information has been received to date.